Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 07 years since the subject device was manufactured. Based on the results of the investigation, insufficient reprocessing may have been conducted due to leakage from bending section cover, which led to the suggested event. The event can be detected/prevented by following the instructions for use which state: IFU: bf-190 series operation manual chapter 3 preparation and inspection states detection method. IFU: bf-190 series reprocessing manual chapter 5 reprocessing the endoscope states counter measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition to the findings in b5, evaluation also found the following: the water tightness was lost due to a pinhole on the bending section cover (a-rubber); the image had a partially dark area due to dirt on the light guide (lg) lens; the connecting tube had a dent; and the lg had breakage. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchovideoscope was bruised and possibly had bite damage. During evaluation, the following reportable issue found foreign material in the objective lens. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.